Event description:
A report was received that the patient had a procedure related infection at the pocket and lead sites. The patient's symptom included drainage at both sites. The patient underwent an explant procedure and did well postoperatively. The patient's infection was also resolved.

Event description:
A report was received that the patient had a procedure related infection at the pocket and lead sites. The patient's symptom included drainage at both sites. The patient underwent an explant procedure and did well postoperatively. The patient's infection was also resolved.

Manufacturer narrative:
Sc-1110-02 / (B)(4): a review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. No corrective action required. Monitoring of devices related to infection will be continued and corrective action will be taken as necessary. Sc-2218-70: (B)(4): visual inspection revealed lead was cleanly cut approximately 8 inches from the distal end. The damage to the device is consistent with damages during explant procedure and is not considered a failure. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. No corrective action is required. Monitoring of devices related to infection will be continued and corrective action will be taken as necessary. Sc-4316 / (B)(4): the clik anchor is intact and no parts of it are missing. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. No corrective action is required. Monitoring of devices related to ...

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile.